Event description:
Baxter el salvador reported the twist clamp the twist clamp breaks easily and it moves freely along the set. When the nurse takes off the minicap, peritoneal fluid leaks by the tubing (the twist clamp does not work). Directions for disinfecting the line includes to clean it with iodine solution. The dialysis process is made at the hospital. No patient injury was reported.